Manufacturer narrative:
A ge service representative performed an over the phone investigation. A replacement sbc board was sent to the customer. The system was found to be working as intended following replacement. The system was put back into service.

Event description:
The customer reported the system would lock up while attempting to send images to dicom/pacs. There is no report of death or serious injury.